Event description:
Patient underwent routine echocardiogram in the ep lab. The following night, after the procedure, the patient suffered a cardiac arrest and died. There is no information currently available that attributes the cardiac arrest or death to the use of nevistar ds catheter. New additional information: patient underwent ablation procedure with navistar ds thermocouple catheter.

Manufacturer narrative:
According to chris wirt at st. Mary's risk management department, their conclusion is the navistar ds catheter did not contribute to patient death.

Event description:
Pt with a history of artrial fibrillation underwent routine echocardiogram in the ep lab. Procedure was completed without any complications. Tow hrs later, the pt experienced adominal pain and suffered a cardiac arrest and died the following night.